Manufacturer narrative:
(B)(4).

Event description:
It was reported "for a few months now, it has been happening more often that newly inserted arterial catheters (peripheral) "close" again after only a short time (perceived half-life of ~1d). These cannot provide valid data and aspirations are partially or no longer possible. Eventually, new catheters have to be established. This can cause iatrogenic complications, such as aneurysms. My concern is reinforced by the same observation made by several colleagues." A new catheter was used. Additional information was requested from the customer, however further details have not been provided at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "for a few months now, it has been happening more often that newly inserted arterial catheters (peripheral) "close" again after only a short time (perceived half-life of ~1d). These cannot provide valid data and aspirations are partially or no longer possible. Eventually, new catheters have to be established. This can cause iatrogenic complications, such as aneurysms. My concern is reinforced by the same observation made by several colleagues." A new catheter was used. Additional information was requested from the customer, however further details have not been provided at this time.